Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. Additionally, the printed circuit assembly (pca) required replacement due to a software-detected error indicating that the real-time clock (rtc) registers had reset or become corrupted. The user interface (ui) panel was found to be damaged, and dust and dirt were observed inside the device. The customer complaint was confirmed. The device will be scrapped as per the customer request.